Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 14a15h25 and 13j15h25. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On the same day as the onset, the patient was treated with cefepime (3 times per week, dose and route not reported) for peritonitis and was ongoing at the time of this report. Approximately a month later, the patient¿s pd catheter was removed and replaced. The patient¿s outcome was ongoing and improving at the time of this report. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 5.